Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which nurse observed leakage due to a crack in the tubing. The nurse observed the leakage during infusion of unknown medication began. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which nurse observed leakage due to a crack in the tubing was not confirmed during sample evaluation. Visual inspection and leak test under water was performed. The reportable set was working within specification and no leakage was observed. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.